Manufacturer narrative:
The subject product was returned to omsc for investigation. The investigation confirmed that almost half of the stent changed in color but there were no breakage over all. Therefore, omsc considers that the position of the stent or the condition of the pt was attributed to the perforation in the duodenum. The device instruction manual has warned user "after indwelling the stent, periodically check the status of the tube and replace it with a new one to confirm there is no irregularity on both the stent and pt. If the tube is improperly positioned, it could contact the duodenal wall and cause perforation, bleeding or mucous membrane damage. The stent may deteriorate over time and could become clogged or fall off of the stent cause it to migrate out of the papilla." This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp. (Omsc) was informed that the subject stent was placed in the pancreas duct of chronic pancreatic pt on (B)(6) last year. At the beginning of (B)(6), as a result of the x-ray examination, the doctor noticed that the stent migrated and perforation occurred in the duodenum. The doctor retrieved and stent and treated the perforation by using clips endoscopically. According to a report from the facility, the pt remains hospitalized.